Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dysplasia. No concomitant conditions. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metrorrhagia ("metrorrhagia"), adnexa uteri mass ("right adnexal mass of undetermined origin (cyst with no negative sign)") and endometrial thickening ("thickening of the endometrium (hypertrophy)"). The patient was treated with surgery (hysteroscopy and bilateral adnexectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, metrorrhagia, adnexa uteri mass and endometrial thickening outcome was unknown. The reporter provided no causality assessment for adnexa uteri mass, endometrial thickening, medical device removal and metrorrhagia with essure. The reporter commented: essure was removed for medical reasons (medically necessary). The essure removal was not the main cause of the procedure, but it was performed after another gynaecological procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 55-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dysplasia. No concomitant conditions. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced intermenstrual bleeding ("metrorrhagia"), adnexa uteri mass ("right adnexal mass of undetermined origin (cyst with no negative sign)") and endometrial thickening ("thickening of the endometrium (hypertrophy)"). The patient was treated with surgery (hysteroscopy and bilateral adnexectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, intermenstrual bleeding, adnexa uteri mass and endometrial thickening outcome was unknown. The reporter provided no causality assessment for adnexa uteri mass, endometrial thickening, intermenstrual bleeding and medical device removal with essure. The reporter commented: essure was removed for medical reasons (medically necessary). The essure removal was not the main cause of the procedure, but it was performed after another gynaecological procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Sample received at quality unit yes (B)(6) 2021 sample date provided. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 55-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dysplasia. No concomitant conditions. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metrorrhagia ("metrorrhagia"), adnexa uteri mass ("right adnexal mass of undetermined origin (cyst with no negative sign)") and endometrial thickening ("thickening of the endometrium (hypertrophy)"). The patient was treated with surgery (hysteroscopy and bilateral adnexectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, metrorrhagia, adnexa uteri mass and endometrial thickening outcome was unknown. The reporter provided no causality assessment for adnexa uteri mass, endometrial thickening, medical device removal and metrorrhagia with essure. The reporter commented: essure was removed for medical reasons (medically necessary). The essure removal was not the main cause of the procedure, but it was performed after another gynaecological procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.